Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
It was reported that at the time of the change of bedclothes the catheter was yanking and it fractures the union of the shaft.